Event description:
Drug/diluent: unk - anp. Fill volume: unk - anp. Flow rate: unk - anp. Procedure: unk - anp. Cathplace: unk - anp. Our distributor reported an incident of fast flow using an easypump. Pump-flow rate-fast. Additional information received (B)(4) 2014: no sample is available. (Note: further information was not provided for this incident, I-flow as reached out multiple times to obtain the missing information along with sending a questionnaire to be filled out. The distributor has reached out to their customer and forwarded the questionnaire, and as of (B)(4) 2014, it was reported that their customer has not provided any further information. An additional e-mail has been sent to the distributor to request any further information.)

Manufacturer narrative:
Method: it was reported that the device is not available for return, as a result the device could not be evaluated and testing methods could not be performed. The lot number could not be obtained; therefore an evaluation of the device history records cannot be conducted. Results: as no device was available for evaluation, no methods were performed; therefore results cannot be obtained. Conclusions: the device was not returned to I-flow for evaluation and investigation, therefore we are unable to determine a cause for the reported event. Further investigation will be performed with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. The fill volume of the device was unavailable. Per the technical bulletin easypump st system, when the device is filled to nominal volume, the easypump st flow rate accuracy is (B)(4). Cautions are provided as follows: the delivery times for partial or overfill volume are approximate values. Filling the pump more than nominal volume results in a slower flow rate. Filling the pump less than nominal volume results in faster flow rate. Do not fill the pump less than the minimal or more than the maximum fill volume specified on the chart. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis.